Event description:
It was reported that a prismaflex st150 set was replaced four (4) times during continuous renal replacement therapy due to "high filter pressure errors" that occurred upon connection to one (1) patient. The result was "coagulation within a few hours". The extracorporeal blood in two (2) sets was returned to the patient through manual pump, and the blood was not returned for the two other sets. A set from a different lot was used to continue treatment and no problem occurred. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.